Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. -visual inspection revealed that the drill for fibertak (c7508-07) was broken off at the distal end of the shaft. -functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation and surgical technique, misalignment insertion, and/or excessive force used prying/leveraging of the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-3610pk-3 percutaneous insertion kit, when drilling for a 1.8 fibertak, 1.5cm of the drill bit broke off in the glenoid. This occurred during a labrum repair; the dr was unable to retrieve the broken part from the glenoid. An x-ray was taken to verify that the broken drill bit was in the glenoid.